Event description:
The patient was admitted to the hospital on (B)(6) 2014 with symptoms of confusion and altered mental status. The pump was checked on that day. It was not alarming, and they did not suspect a problem with the pump. The healthcare provider was concerned that the patient might experience withdrawal, though it was reviewed that the patient would still be getting the simple continuous dose even without the personal therapy manager (ptm). The pump contained morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information reported the reporter was not aware of any other medications the patient was taking at the time and was not aware of any pertinent medical history that may have caused or contributed to the patient¿s symptoms on (B)(6) 2014. It was unknown what caused the patient¿s symptoms/hospital stay. The pump was interrogated and there were no events in the logs. No further actions were taken at that time. It was unknown how the patient was doing, and no further information was available.